Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were in a lot of pain. Patient stated when they put the stimulator in it's not positioned right and they were not feeling good. Agent asked patient if the pain was coming from the surgery. Patient said the first procedure they had a few years ago they didn't have any problem but this time around it's pressing on a nerve or something and it's hurting them. Patient mentioned they called their doctor yesterday and they will wait a week and see how it goes and if not they may have to take it back out. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient reported having painful stimulation.